Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an attempted implant when placing the lead into the patient, pacing threshold and sensing values were inadequate. The lead was pulled out to place in a new location but the helix became bound and would not extend. The physician withdrew the lead from the patient, and a new lead was given. The implant proceeded without further difficulty. The patient was asymptomatic during the case and was stable in the recovery room.